Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated that for about 2 weeks they had been having issues with their stimulation turning on and off. The patient stated that they went to their health care physician (hcp) office the day prior to the call and they determined that the issue was because they had been in and out of doctor¿s offices lately and around a lot of equipment that could trigger the device to act like this. For this issue, the patient reported that the nurse had decided to reprogram the device so it would turn stimulation on and off on its own and that this would also allow the ins battery to last longer but the patient ¿could not stand¿ this programming. The patient stated that they could constantly feel when the stimulation turned back on every other minute and they were very uncomfortable. The patient noted they had called their hcp¿s office about this but the nurse that had assisted the day before was out of the office and that the following day they had an unrelated surgery and when the patient was next available on friday, the office was going to be closed. The patient wanted to know what to do in the mean time and patient services reviewed this information. The patient stated that program 2 felt just like program 1 and that they did not want to turn the stimulation off. The patient stated that they may try program 3 and program 4 but noted they would ultimately follow up with their hcp. The patient also stated that there was nothing wrong with their battery when they had checked. There were no further complications reported.